Event description:
It was reported that during a total lap colectomy procedure, the surgeon was using the device for the first time. He had skeletonised the left colic artery and had clipped the vessel on the patient side, the surgeon then proceeded to use device to take the artery. The device stopped transmitting electricity flashing the replace light. The surgeon, due to inexperience of the technique and the situation, then let go with the device because it had stopped working. That lead to a bleed from the artery. This was controlled. The device was cleaned and the surgeon tried to use the device again and the device once again did not transmit electricity and flashed the replace light. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Additional information received: clips had been attached to the proximal end of the vessel prior to cutting the vessel, after enseal broke the distal end was clamped with a grasper and clips were applied to the vessel, further clips were also applied to the proximal end for security. Hemolock clips were used. No medical intervention was needed, and the vessel was roughly 5-7mm in diameter.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) under the pivotal area of the jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning. The damage on the insulation causes the active rod to contact the upper jaw creating an electrical short preventing delivery of rf power from the generator and the replace device warning. The insulation was skived when the active rod was inserted into the shaft during assembly. The could have affected the sealing performances of the instrument.